Event description:
The customer reported that the insulin pump had an error alarm during the prime process. Troubleshooting was performed. Assisted the customer with clearing the alarm, and when she started to prime the device alarmed an error. Advised the caller that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the error alarms. The device passed the self test.